Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion70 cm lead kit the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a cerebrospinal fluid (csf) leak during trial which resulted to headache. The patient went to the hospital to have the lead pulled and a blood patch done. The patient was reportedly doing well postoperatively.